Event description:
Sentiommg unit was taken out pelican travel case, set up per instructions for use (IFU), power was turned "on" but pc did not respond. Screen of monitor remained black. Power supply light was lit up and blue light was visible on pc power button but pc failed to boot into (B)(4). No adverse pt consequences occurred. The surgery went on without delay as the customer was using conventional monitoring (emg) in parallel with sentiommg monitoring.